Event description:
Device 4 of 4. Reference MFR report #s 1627487-2013-00650, 00651, 00652. It was reported the pt ((B)(6)) experiences heating at the ipg pocket site when recharging. The reported discomfort is said to become unbearable if charging for more than two minutes. The pt has four charging system (two of which are from the same lot) and reports pocket heating when utilizing each of these devices. The next course of action in this matter has not been disclosed.

Manufacturer narrative:
This device model is associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.